Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that there was a spot on the x-ray tube from some foreign material. The tube was cleaned. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 displayed a dark spot in the center of captured image obscuring the intended anatomical view. There was no adverse patient involvement reported. There was no patient information reported.